Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015 the distributor contacted animas, alleging a blank display issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2016 with the following findings: issue was confirmed in history but not reproduced in testing. Display screen is fully functional, clear and legible during investigation. Call service alarm confirmed in download history. Opened pump; display flex fully seated in connector with latch closed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.